Event description:
Caller was a medtronic field rep with no access to patient information. Rv t coil impedance crossed the> 200 threshold bsx rv leadwhlch carealerts to turn off? None at this time. Recommendation: find out what happened to the svc and why it is off and why the sense polarity is tip to coil. Need to call bsx for the lead model and the lead serial number. Full interrogation of lead with isometrics and impedance. Consider oft. Rv coil is the shocking vector, no protection outside of that. Is this lead okay? - we can't say that because it is so close to rv deflb impedance threshold. Contact bsx for further guidance. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).